Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. The mhr related to the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. All the lot (12 units) was accepted at the time of manufacturing. A taperloc stem, m2a-magnum femoral head and m2a-magnum taper adaptor were revised after approximately 5 years due to fracture of the femoral stem. Examination of the femoral stem indicates that it was well fixed to the femur. The articulating surface of the m2a-magnum head showed only light scratching and small regions of wear. The fractured taper displayed a reduction in section due to wear that could indicate suboptimal assembly. Evidence of fretting residue around the bore and over half of the fracture surface and the presence of beachmarks indicate that a fatigue process occurred prior to fracture. From the documentation review it can be concluded that the product was likely conforming to manufacturing specification when it left zimmer biomet control. The definite root cause for the failure cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Device implanted on unknown date approximately five years prior to revision date. This product is manufactured by (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k101086. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip revision approximately five years post-implantation. The patient felt a strong pain in a sprained foot during a walk. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.